Event description:
The patient reported discomfort at the implantable pulse generator (ipg) pocket site, with the pocket corner opening up. The ipg pocket site was not healing properly. The implanting physician decided to perform an explant procedure due to possible infection. A culture was taken, but the results were not disclosed to mainstay medical. The ipg and leads were removed without complications. The incisions were washed out and packed with vanc powder. The patient was provided with oral and intravenous antibiotics.

Manufacturer narrative:
Mml# (B)(4). Other device explanted. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6). UDI #s: (B)(4).

Event description:
The patient reported discomfort at the implantable pulse generator (ipg) pocket site, with the pocket corner opening up. The ipg pocket site was not healing properly. The implanting physician decided to perform an explant procedure due to possible infection. A culture was taken, but the results were not disclosed to mainstay medical. The ipg and leads were removed without complications. The incisions were washed out and packed with vanc powder. The patient was provided with oral and intravenous antibiotics.

Manufacturer narrative:
Mml# (B)(4). Other device explanted. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6). UDI #s: (B)(4). The ipg and lead assemblies were received for evaluation. There was no allegation against the functionality of the ipg and leads. The ipg passed the functional testing. The leads were cut into two segments during the explant procedure. Therefore, no functional testing can be performed. Visual inspection of the ipg and leads revealed no damage or anomalies. The device history record was reviewed, including the sterilization. No relevant nonconformances were found. H6 updated.